Manufacturer narrative:
The hvad is used for treatment not diagnosis. Site reported that a patient experienced a critical battery alarm. There was no reported patient injury related to this event. The facility replaced the batteries and returned these to the manufacturer. Evaluation revealed two (2) of the five (5) returned batteries passed visual and functional testing and were not found to be involved in the critical battery alarm experienced by the patient. Two (2) of the batteries returned failed functional testing as they were found to be out of calibration and therefore unreliable; log file review revealed these batteries were not involved in the reported critical battery alarm. One (1) of the batteries returned was able to pass visual and functional testing but log file review confirmed this battery was used as a power source during the reported critical battery alarm events. Further review found the controller prompted two critical battery alarms while the battery charge was higher than ten percent. A probable root cause for the reported can be attributed to communication errors between the battery and the controller most likely as a result of a combination software deficiency, electronic inadequacy, and fretting corrosion on connector pins. Field safety notification, fsca apr2015a, has been taken to notify users of this issue. A follow-up field action will be taken to implement the software change per project #8046 hvad pioneer smr (software maintenance release). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is four of five reports (3007042319-2015-04025, 2015-04026, 2015-04027, 2015-04028 and 3007042319-2015-04029) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that a critical battery alarm was logged by the controller. The alarm occurred unexpectedly while the battery still had sufficient charge capacity. The patient had his cell phone in the upper pocket of his shirt and it is not suspected to have interfered. All five (5) of the patient's batteries were removed from service and the patient was issued replacement devices. The five batteries were returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.